Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. There was no moisture damage on the electronics noted. There were no scrolling numbers display anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having a button error alarm on the insulin pump. Customer's blood glucose was 180 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that she was trying to give a bolus and the numbers ramped up. Customer took out the battery but couldn't press any buttons. Customer then received a button error alarm. Customer stated that the pump was exposed to perspiration or sweat. Customer stated that the pump is worn against the skin. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.